Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verioiq meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 2pm, the patient reported the alleged issue first began. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The patient reported he normally tests twice a day. It is unknown if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient did not report any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2012, at 9:30am, he increased his usual dose of oral medication (type and dose unknown) by one pill. At the time of troubleshooting, the cca documented that this was the first time the meter had been used and there was no misuse of the device. The cca confirmed the patient was able to do a rapid charge and but the meter would not turn on. When the patient was prompted to insert a new test strip, the meter did not power on. Replacement products were sent to the patient. There is no indication that the subject meter cause or contributed to an adverse event. The patient did not report any blood glucose readings, symptom s or treatment suggestive that an acute complication of diabetes occurred. In addition there is no indication that the subject meter malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.